Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a segmental lung resection and thoracoscopy. The first firing was successful. For the second firing, the yellow shipping wedge was removed and the reload was connected to the handle. The surgeon attempted to fire the device but was unable to. To complete the procedure, another device was used. No patient injury or extension in surgical time. Patient status is no problem.